Event description:
It was reported that difficulty was experienced interrogating this boxed subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed however the device was still unable to be interrogated. A different device was going to be used for implant. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.